Event description:
It was reported that the ilet was not receiving cgm readings from a dexcom g7, with on-device alerts indicating sensor reconnection and impending dosing suspension due to missing glucose data; the user was guided to confirm the sensor code, replace the sensor, and initiate pairing with communication of pairing and warmup expectations. Symptoms included absence of cgm data and system alerts. Outcomes included temporary suspension risk of automated dosing and need for user intervention, with blood glucose reported as unaffected. Investigation included customer education, confirmation of sensor code, sensor replacement, and re-pairing procedures. Investigation of this case revealed cgm¿pump communication loss limited to the ilet interface and resolution through sensor change and proper pairing. It was concluded that the event was related to cgm pairing/connectivity, not to a blood glucose excursion or injury, and that device function was restored following troubleshooting and education.